Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Tissue damage is a known adverse event associated with use of suture mediated closure devices. The preclose technique was not used in this large-hole puncture site. The perclose proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling the additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that a venotomy closure of a common femoral vein was attempted using proglide devices with a 12f sheath after an interventional watchman procedure. Reportedly, the first proglide plunger did not push in all the way. The plunger was removed and footplate closed; the device was removed without issue. A second proglide would not achieve hemostasis; excessive bleeding was noted. A third proglide device was attempted; however, hemostasis was not achieved. When surgical suturing was used, a tear was found in the vein. A figure-eight suture was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.